Event description:
On (B)(6) 2013, it was reported to aci via a letter from an attorney that: "on (B)(6) 2012, a patient underwent a cardiac catheterization for diagnostic work up of recent history of a typical chest pain. The catheterization went well, however, in the post-procedure setting the patient noted the onset of a cold and painful right foot. The patient was subsequently taken back to the catheterization lab where upon examination she was noted to have a near total occlusion of the distal popliteal trunk on the right side. Medical records indicate that this was likely due to the failure of the mynx closure device improperly seeding and therefore, resulting in a clot being lodged into her artery. The patient underwent emergency surgery for the removal of the clot which required additional medical care and expense and has left her with a disfiguring scar on her leg". Access closure obtained the following information from the medical reports: mynx achieved hemostasis successfully. Sometime later (the same day as the procedure), a total occlusion was discovered, which was partially removed with the use of an angiojet. The occlusion was referred to as the embolized closure device. The same day, a right popliteal embolectomy via posterior popliteal cut-down with completion angiogram was performed. The mynx device foam was removed, popliteal artery opened on completion angiogram, positive palpable dp pulse noted postoperatively. The embolus was sent to pathology. The pathology report stated: ¿the thrombus, thrombectomy: non-organic material admixed with blood and fibrin.¿ ¿gross description: 1.3x0.6x0.3cm spongy, semi-cylindrical pink soft tissue¿.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1103201) indicated that the device lot met all established performance criteria prior to shipment.